Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving compounded baclofen (1000 mcg/ml at 131.9 mcg/day) via an implantable infusion pump. It was reported that the patient¿s pump pocket site was dehiscence. The pump had ¿eroded¿ through the patient's skin and was visible through his open pump pocket wound. The doctor and a plastic surgeon removed the pump from the pocket and attached it externally to the patient. Debridement of the pocket site was performed and further surgical intervention will be scheduled. It was unknown if the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.